Event description:
The device was returned from customer for service. During service by baxter technician, the device failed was found to have depleted batteries. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.